Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2021-01386, 3006705815-2021-00688. It was reported that the patient had a system replacement for an unknown reason.

Event description:
The leads were replaced because the patient did not have adequate coverage and the surgeon and patient decided it was best to switch her percutaneous leads to a paddle lead.